Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause could not be determined for the reported difficulty. Factors that contribute to the reported failure to advance the knot include, but not limited to, low profile knot, use technique excessive force, air knot. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue. The 5 additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral vein (rcfv) was attempted via a 5f sheath with two proglide devices using the pre-close technique prior to an electrophysiology watchman interventional procedure. The sutures of both devices were successfully pre-placed. The sheath was upsized to 17f sheath and the procedure was completed. Reportedly, the knots of both devices would not advance to the artery. Two more proglide devices were attempted post procedure and the same issue occurred. A non-abbott device was used to achieve hemostasis in the rcfv. In addition, two proglide devices were attempted in the left common femoral vein (lcfv) via a 5f and 7f sheath post procedure. Reportedly, the knots of both devices would not advance to the artery. A non-abbott device was used to achieve hemostasis in the lcfv as well. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.